Event description:
It was reported that approximately 4 months post-implant of a bifurcated device, suprarenal aortic extension, and bilateral limb extensions, a distal endoleak type I was noted on the right limb extension. The patient was treated with two additional limb extensions, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative. The review indicates a hypogastric snorkel was observed on the patient's right iliac artery. The hypogastric stent was patent while the external iliac extension was not patent. The hypo snorkel procedure is an off label procedure. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The lot usage history shows that no other units from this lot have been involved in similar events. The direct cause cannot be determined from the information provided. Corrected data: contact office - corrected.